Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced three infusion set fell off during use event on (B)(6) 2026. The infusion set was in use for less than twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.